Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an episode of ventricular fibrillation (vf) in which his cardiac resynchronization therapy defibrillator (crt-d) exhausted therapy. Approximately a week later, this right ventricular (rv) lead was detached from the crt-d and a competitors transvene svc lead, adapter and subq array were electively implanted. However, the devices failed multiple defibrillation threshold (dft) tests and were explanted on the same procedure. The patient received numerous external shocks from an external source during the procedure due to the failed dfts. The original rv lead was reattached to the crt-d and the issue was attributed to the condition of the patient. No additional adverse patient effects were reported.